Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. It is unclear if the device is available for investigation. Teleflex has requested this information. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the patient was with no complications intubated. After one hour in use of the tube and in the operating theatre, was noted that the cuff of the tube had a leakage. The patient hat to be reintubated." Patient condition reported as "good".

Event description:
Customer complaint alleges ""the patient was with no complications intubated. After one hour in use of the tube and in the operating theatre, was noted that the cuff of the tube had a leakage. The patient hat to be reintubated." Patient condition reported as "good".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the product showed signs of contamination. Discoloration or design irregularities could not be found. The graduation marks on the shaft were clearly visible. The inspection of the blue control cuff and connector did not reveal any irregularities. A leakage test as well as inflation and deflation tests were performed with the returned device. The balloon was inflated with air and tested for leakages in a water quench. During the leakage test a leakage of the balloon membrane could be identified. Based on the investigation performed, the reported complaint was confirmed. All devices are 100% visually inspected as the manufacturing facility. In addition, the balloons are inflated and remain overnight on the work station to be checked for leaks. Products found to be abnormal are properly segregated and scrapped. It is mostly likely that the balloon leakage was due to mechanical damage during use or cleaning of the device, although this could not be confirmed. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not determined.